Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), , ubd: 02-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that in 2016 patient started getting uti's and they determined that the lead wire had wrapped around their device and that the site was infected. The patient stated that lead to their vertigo and the device being removed. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details: the device/lead were explanted because of not helping the patient symptoms and she wanted it out. Only one electrode pair was working when checked on (B)(6) 2016. Product was explanted and disposed of. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) confusing, (B)(4) lead seen through skin, (B)(4) new device-pain, pressure information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that in 2016 patient started getting uti's and they determined that the lead wire had wrapped around their device and that the site was infected. The patient stated that lead to their vertigo and the device being removed. No further complications were reported or are anticipated. On (B)(6) 2019 (B)(6) (hcp) additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked whether the uti's or vertigo were related to the device/therapy the hcp responded they did not think these conditions were related. The lead was fine and the device was removed intact, reason for explant not specified. No infection. No further complications were reported or are anticipated. On (B)(6) 2019, (B)(6) (hcp) additional information was received from the healthcare professional (hcp) in response to an inquiry for more details: the device/lead were explanted because of not helping the patient symptoms and she wanted it out. Only one electrode pair was working when checked on (B)(6) 2016. Product was explanted and disposed of. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked whether the uti's or vertigo were related to the device/therapy the hcp responded they did not think these conditions were related. The lead was fine and the device was removed intact, reason for explant not specified. No infection. No further complications were reported or are anticipated.